Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the display screen. The blood glucose reading is unknown. Nothing further reported.